Event description:
The technologist commented that the coil was difficult to load through the sheath. She suggested that she may have misloaded the coil. The coil was not placed in the body and an alternate coil of the same size was used and successfully treated the aneurysm.

Manufacturer narrative:
Results: the unit returned with the coil still attached to the pusher assembly, but outside of the introducer sheath. There are a number of kinks in the proximal end of the pusher assembly. The introducer sheath was threaded over the proximal end of the assembly and moved distally. The sheath moved over some of the kinks with difficulty but was able to reach the coil end. With careful pulling, the coil was able to be loaded back into the sheath. The product is fully functional. Conclusion: the technician manipulating the device acknowledges possibly mishandling the device and potentially damaging it. The function of the coil does not agree with the complaint. There was no difficulty loading the coil into the introducer sheath. The kinks in the introducer sheath were likely due to handling during return packaging and shipping. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.